Event description:
The customer reported that the insulin pump was squirting out the insulin during a manual prime. Troubleshooting was performed. The customer stated while holding the activate button the insulin was shooting out, and once the button was released the motor stopped, but the numbers were not ramping. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a missing end cap sticker.